Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment/non-emergency treatment. The procedure was completed as planned as the problem occurred at a time when the images were being post-processed, so the impact was minimal. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed "image processing not available" and there was an issue with the startup of the ippc (image processing computer). Upon troubleshooting, fse found that there was a problem with the ippc starting up and the power supply inside the computer was not being supplied properly, which affected the x-ray output and image processing. To resolve the issue, fse replaced the ippc and installed the related software. The defective ippc was returned to philips for failure analysis and the cause of the failure was found to be a psu (power supply unit) and the failure description was-power inside the pc was not properly supplied. Fan does not work. Disk access led does not light up. The psu was faulty. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system displayed "image processing not available" and there was an issue with startup of the ippc (image processing computer). The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.